Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had multiple high ventricular rate (hvr) episodes that were caused by rv lead noise. The clinician attempted a temporary change to a unipolar mode, but found no improvement. The rv lead sensitivity was decreased and the patient was sent home. The patient was stable.